Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5177397.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited an unspecified out of range impedance. No intervention was reported. The patient condition was unknown.